Event description:
Boston scientific received information that this product was part of a system revision due to infection. The right ventricle (rv) lead will be paced externally and will be reimplanted after antibiotic treatment. The rv lead was explanted and out of service. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The right ventricle (rv) lead will be paced externally and will be reimplanted after antibiotic treatment. The rv lead was explanted and out of service. There were no additional adverse effects reported.